Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted that the full lead was returned with damage to the helix. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to use the right ventricular (rv) lead had a bent screw tip upon inspection. The physician elected to not attempt to implant the lead and another lead was implanted. No patient complications have been reported as a result of this event.